Event description:
Patient underwent a left total hip replacement and did well postoperatively. The patient was discharged home the afternoon, three days later. Five days post-surgery, he got up and went outside and tripped over the lip of the ramp over the rail landing onto his left side with his knee bent with much of the fall being onto his left knee. He had immediate pain and inability to ambulate so he was brought to the emergency room. He was admitted and had a revision left total hip replacement arthroplasty, six days post-surgery.